Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. A temporary pacing lead was implanted until the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.